Manufacturer narrative:
Initial

Event description:
It was reported that the user did not announce a breakfast meal while using the ilet, which led to hyperglycemia to 334 mg/dl followed by a low glucose event at 67 mg/dl after automated corrections; the event involved missed meal announcement behavior per prior guidance from the user¿s healthcare provider and was addressed with oral glucose, with the device user interface noted as the relevant component and the issue characterized as an improper or incorrect procedure or method. Symptoms included hyperglycemia and hypoglycemia. Outcomes included the need for medication intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem associated with failure to follow instructions, linked to interaction with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.